Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The peritonitis was manifested by cloudy fluid. The patient was not hospitalized for the event. On an unreported date, the patient was receiving unspecified antibiotics (dose, frequency and route not reported) for fourteen days. At the time of this report the patient outcome was not reported. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.